Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
It was reported that the ipg was unable to communicate with external device after the patient underwent an unrelated surgical procedure. During the surgery, the ipg was not placed into surgery mode. Troubleshooting resolved the issue.